Event description:
Overdelivery reported. The pump was set to infuse normal saline at 200ml/hr. A nurse reports that an entire 1000ml container delivered within approx 1.5 hrs. The customer reports that the pt was dehydrated, thus the fluid bolus did not cause any adverse effects. The pump was switched out and the IV fluid rate was decreased. No add'l info was available.

Manufacturer narrative:
Testing and investigation was not able to confirm the report of overdelivery. The device was received with a physically damaged display. Co was unable to read the settings and therefore had to test with a known good display board. The pump was tested at the reported 200ml/hr rate. 1000ml dose limit (twice). It infused 1044.7ml and 1041.1ml. The unit also passed all performance verification tests along with short and long term delivery accuracy within product specification. The frequency of death or serious injury reports for overdelivery for gravity products is 0.00/million sets.